Event description:
The customer contact reported that the pump did not sound an audible alarm tone, prior to powering off. On an unspecified dates, the pump was programmed for pain management therapy, continuous plus bolus mode to deliver 50mg/ml of morphine at a rate of 70mg/hr, no loading dose, 60mg bolus dose with a lockout of 15min, 4 bolus doses per hr, container size of 300ml, and air sensitivity was 2ml. On an unspecified date at an unspecified time, the nurse changed the batteries. Approximately 6 to 7 hours later, the nurse noted the device stopped delivering medication, the screen was blank, and the batteries had fallen out. No audible alarm was noted. Though requested, no additonal information was provided.